Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that following recent weight loss, the patient experienced pain at the ipg site. As a result, surgical intervention was undertaken wherein the ipg was explanted to address the issue.